Event description:
It was reported a patient that underwent an MRI exam of the lumbar spine complained of hearing loss. The patient was reported to have been evaluated by an audiologist and determined to have hearing loss.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
H3: ge healthcare (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. Ms4-2010 (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.